Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endovive initial placement kit was used in percutaneus endoscopic gastrostomy (date is unknown.) According to the complainant, the peg tube became obstructed in early (B)(6) (exact date is unknown) however the issue was resolved. On (B)(6) 2013 the peg tube became obstructed again. The device was replaced on (B)(6) 2013 to prevent recurrence of obstruction (manufacturer of replacement device is unknown.) Attempts were made to obtain information on the patient's condition but these were unsuccessful. If new relevant information becomes available, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.